Manufacturer narrative:
(B)(4). The pump and catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient had developed redness near the pump site, and draining from the pump pocket. An infection was indicated. The patient's pump was explanted, and was planned to be returned to the manufacturer for disposal only. A dye or rotor study was not performed. The patient was noted to be without injury. The medications administered via the pump are as follows: hydromorphone (20.0 mg/ml at 7.008 mg/day), bupivicaine (20.0 mg/ml at 7.008 mg/day), and clonidine (300.0 mcg/ml at 105.13 mcg/day). Additional information will be provided in a follow-up report as it becomes available.